Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's stimulation is erratic and causing discomfort. The patient alleged he has had issues ever since he was given a spinal tap, and he reported he did not turn stimulation is intermittent and causes sudden jolts. He also reported the shocking sensation happened the instant a physician put a needle in his back to do a CT myelogram. Diagnostic testing revealed invalid impedance readings on multiple lead contacts. Reprogramming around the invalid contacts achieved adequate stimulation; however, the patient wants to consult with his surgeon about replacing the lead. No further information is available at this time.